Event description:
Additional information received from a manufacture representative reported the cause of the motor stalls was not determined. The motor stalls had resolved and the patient's weight was unknown. The office followed up with the patient and the patient reported no more issues. The patient's pump had a motor stall on (B)(6) 2019 at 3:18pm and recovered the same day at 6:46 pm. The next motor stall occurred on (B)(6) 2019 at 12:09 pm and recovered the same day at 12:26 pm. The next stall occurred the same day with the stall at 7:14 pm and recovery at 8:46 pm. A stall occurred on (b0(6) 2019 at 11:01 and recovery at 11:31 am. The last stall occurred the same day at 11:47 am and recover at 12:36 pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient received a new pump on (B)(6) 2019 and three days later the pump started to stall and recover. It was noted the patient did not recently have a MRI. Possible emi sources and to pull logs were reviewed and find out what the patient was doing at the time of these stalls. It was noted the patient had no other devices. The patient will likely be brought into office to ask questions or monitor the pump for an hour or two to see if it keeps stalling. The new pump was less than two weeks old.

Event description:
Additional information received from a manufacture representative reported they had not been able to speak to the physician again yet but they were going to go by the office today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.